Event description:
It was reported to boston scientific corporation in 2007 that an autotome rx sphincterotome was used during an unknown procedure the day prior. ( patient age, gender and weight unknown) according to the complaint, during unpacking, it was found that the tip of distal end of catheter cracked. The case was completed with a second autotome rx sphincterotome no patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Other (split in tip). A visual evaluation found that the distal tip had been split. The distal 1 millimeter of the tip had been split in half and was jagged. The inner diameter appeared to have been enlarged at the leading edge of the device.